Manufacturer narrative:
(B)(4). The lot was manufactured december 8, 2015 ¿ december 9, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused during infusion of fluorouracil. The total fill volume was 96 ml. The infusion ended in 36 hours rather than the expected 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.